Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing and the legal manufacturer's final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. The user provided results of third-party culture testing where the results were: sampling date: (B)(6) 2023. Microbe name: pseudomonas species. Amount of bacteria: 1 cfu. Sampling location: biopsy/operating channel. Microbe name: micrococcus luteus. Amount of bacteria: 2 cfu. Sampling location: biopsy/operating channel. Microbe name: bacillus cereus. Amount of bacteria: 1 cfu. Sampling location: biopsy/operating channel. Microbe name: paracoc. Amount of bacteria: 2 cfu. Sampling location: biopsy/operating channel. Microbe name: bacillus species. Amount of bacteria: 20 cfu. Sampling location: air water channel. Microbe name: champignons filamenteux. Amount of bacteria: 10 cfu. Sampling location: air water channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. As a result of confirming contents of the instruction manual of gf-uct180, the reprocessing method is described in the below chapters: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.